Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of patient's op notes confirmed that they were revised due to infection. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent revision surgery approximately two months post-implantation due to infection positive for gram negative rods, serratia. The head and liner were replaced. Subsequently, patient underwent revision of all components approximately 2 months later due to ongoing infection and antibiotic spacers placed. Repeat of stage I procedure was performed 3 months later, as infection had not resolved, explanted prior antibiotic spacer with new antibiotic spacer placed. Stage ii procedure performed a month later with explant of antibiotic spacer and final implants placed, as infection appeared to be resolved. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00064. 0001822565 - 2019 - 02775. 0001822565 - 2019 - 04066. 0001822565 - 2019 - 04074.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h6 h6 component code: mechanical code (g04) ¿ stem additional medical records provided identified stage I procedure, surgeon indicates morbid obesity, with 7 (seven) inches of fat to resection on hip prior to reaching fascia, significantly increases risk for infection. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Concomitant medical products: biolox delta ceramic femoral head (unknown, unknown). Continuum acetabular liner (unknown, unknown). Continuum acetabular shell (00-8757-048-01, 63978349). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04074. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately two months post-implantation due to infection. All components were removed and replaced. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown versys femoral head, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02776 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 4 months post-implantation due to unknown reasons. No additional information is available at this time.